Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were in the emergency room with high blood glucose of 400 mg/dl and wanted to troubleshoot pump. Troubleshooting found that there was blood at the infusion site but other than that, pump appeared to be working as designed. The customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to change entire set, reservoir and insulin and treat per doctor's instruction.